Event description:
It was reported that during routine preventive maintenance testing, it was discovered that the external pulse generator (epg) had no outputs on either the atrial or the ventricular side. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that during routine preventive maintenance testing, it was discovered that the external pulse generator (epg) had no outputs on either the atrial or the ventricular side. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that during routine testing, it was discovered that the external pulse generator had no outputs on either the atrial or the ventricular side. The generator was to be returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that the lower case was broken and contaminated, both bail covers were missing, the ring cover was missing, both bails were missing, the ring was missing and the keyboard was scratched.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed the reported failure, the cause was found to be two failed diode-suppressor components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).